Event description:
It was reported that the patient presented in clinic for initial implant procedure up on (b)(6) 2026. Upon fixation during procedure, it was found that the right ventricular (RV) leadless pacemaker (LP) failed to be rotated. When the RVLP was removed from the body, it was then noted that its helix was stretched. The RVLP was not implanted and an alternate near at hand was implanted instead. Patient condition was stable.